Event description:
Individual developed contact lens associated infiltrative keratitis attributable to use of optifree replenish contact lens solution. Date of use: greater than one year. Event abated after use stopped.